Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the right coronary artery. A 5.00 x 32mm synergy ii drug-eluting stent was implanted for treatment. However, during removal of the delivery system, resistance was encountered and when the physician gave the device a tug, the shaft broke inside the guide catheter. The guide catheter was removed with the broken portion inside. The procedure was completed successfully with no patient complications were reported.